Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors may have contributed to this event but the cause is indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported a patient with an implanted 25mm mitral valve underwent transcatheter valve-in-valve procedure due to degenerated calcification leading to stenosis after an implant duration of approximately ten (10) years. The procedure was done by transapical approach and a 26mm transcatheter valve was implanted. The patient did not present relevant comorbidities.

Event description:
Patient outcome was reported as good.